Manufacturer narrative:
No further information is available at this time. If additional information is obtained, this investigation will be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the right atrial (ra) lead associated with the minute ventilation feature. The impedances on the ra lead were noted to be variable with out of range pace impedance measurements. This device remains in service and will continue to be monitored. No adverse patient effects were reported.